Event description:
It was reported that on (B)(6) 2024, 30mm amplatzer pfo occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure, it was noted that the left disc took a bulging form while inside the patient. The device was recaptured and replaced to resolve the event. There were no interaction with cardiac structures of kink in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 9f size delivery system was used. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.